Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.initial reporter name: (B)(6) hospital.UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was trying to warm the patient, but the water temperature was not responding in arctic sun device. The patient temperature was 36c, target temperature was 38c, water temperature was 27.8c, flow rate was 2.9lpm. Confirmed normothermia case, the rate set to 0.25c. Device had only been running for about one hour, so the graph did not reveal very much information. The nurse elected to change the rate to 0.5c. No alerts or alarms. The nurse will call back if the patient temperature does not respond appropriately, or if there are any alerts/alarms.